Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in durango, colorado. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed error codes associated to the patient circuit during procedure. There was no patient injury.

Manufacturer narrative:
On october 31st, 2022, livanova was informed that the customer has cancelled the service request. Livanova is following up with the customer if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
Livanova deutschland received a report that a heater-cooler system 3t displayed error codes associated to the patient circuit during procedure. There was no patient injury. Before any livanova field service engineer could inspect the claimed unit, the service request was cancelled by the customer. No on-site activity was carried out. A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar events have been reported. No additional information was provided it cannot be excluded that the reported error codes refers to patient pump or to distribution/processor boards failures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.